Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. The stapler was returned with the trigger partially engaged. There were no signs of biological material on the device. The stapler was received with 27 staples left in the cartridge, indicating that the customer fired at least 8 staples. Upon functional testing, the first staple fully formed and released properly. The stapler was then fired into a skin pad to simulate insertion into the skin. The next five staples misfired into the skin pad. It was observed that the staples would fall under the forming tool prior to being fully engaged with the anvil resulting in the staples not forming fully. The stapler was then disassembled. The forming tool was then inspected, and it was observed that it was defective. The tab on the forming tool was bent inwards; the tab holds the anvil in place when assembled in the cover block. The height of the forming tool tab was measured to be out of specification. Die casting anomalies were discovered on the forming tool. Actions to address this issue of defective forming tools with bent tabs were established as part of a non-conformance, which was closed on 14-nov-2025. The sample was manufactured prior to these actions on 23-apr-2025. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "some staples did not come out from the stapler during use. Also, the other staples were not formed properly. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred." Associated mdrs: 3003898360-2025-00797 and 3003898360-2025-00796.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "some staples did not come out from the stapler during use. Also, the other staples were not formed properly. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred." Associated mdrs: 3003898360-2025-00796.